Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of about blood result reading "lo". Expected blood glucose range is 102mg/dl-127mg/dl. Performed a blood test in the morning and received a "lo". Performed a back to back blood test, 137mg/dl and 133mg/dl (the customer had eaten a peppermint prior to calling). Reviewed the last 5 blood results in the meter memory. (Time and date not set. 1) 198 mg/dl, unknown date, unknown time 2) l0, 12-28, 7:00 am, before eating 3) 127 mg/dl, 12-27, pm, before eating 4( 222 mg/dl, 12-27, 4:00 pm, 2 hours after eating 5) 116 mg/dl, unknown date, unknown time no adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).